Event description:
Customer reported the system stopped working after 10 minutes of use. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, but did not report evaluation or repair results.